Event description:
On 3/10/2008 the lay user/pt contacted lifescan alleging that her one touch ultra2 meter was reading inaccurately high compared to her normal readings. The pt stated that the inaccuracy high issue first began approx in 2008, when she switched to a new vial of test strips. She stated that her normal fasting blood glucose levels are typically around 120 mg/dl; however, she noticed that her meter readings were going up to 160 mg/dl and as high as 200 mg/dl. She denied experiencing any symptoms of high blood glucose when she obtained these "high" meter readings. She claimed that on 4-5 occasions, she felt that she took too much insulin based on her meter readings and then became shaky and sweaty. She provided an example where she obtained a "160 mg/dl" on her meter, took an increased dose of insulin based on the meter reading, and then at an unspecified time she became shaky and sweaty. She tested during her symptoms and got "110 mg/dl." She "eventually" ate and felt better afterwards. When the medical affairs specialist spoke with the pt in the same month, she was unable to recall when she took the extra 6.2 units of insulin and when she obtained the 190 mg/dl test result, which was initially reported to the customer care advocate. Three weeks prior, at 9am, she obtained a 200 mg/dl test result, she did not take any insulin and immediately contacted her dr for advice. Her dr advised her to switch to a new vial of test strips and to contact lifescan for troubleshooting. When she switched test strips, she got "110 mg/dl." The time difference between the "200 and 110 mg/dl" results was about 10 minutes. Based on statistical methodology, the calculated difference of the results exceeds lifescan's precision criteria. The customer care advocate (cca) went through troubleshooting with the pt and verified that a finger sample was used and the correct testing/cleaning techniques were used. This complaint is being reported because the pt allegedly developed symptoms of hypoglycemia after taking insulin based on her alleged "high" meter readings. In addition, the pt reported results that did not meet lifescan's precision criteria. Replacement products were sent to the pt.